Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during implant, the guidwire could not be inserted into the ventricular lead. The lead was not implanted and a new lead was used. The patient was in good condition after the procedure.